Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that a high-energy endo therapy accessory was used without ensuring a sufficient distance from distal end. However, a definite root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Chapter 4 operation 4.3 using endo therapy accessories." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited a burn at the tip cover. There were no reports of patient involvement.